Event description:
Information received indicates the beds ground loss light is on.

Manufacturer narrative:
The technician found the ground pin broken from the power cord and replaced the plug to repair the bed.